Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort/pain at the ipg site due being next to patient¿s spine. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The new ipg was implanted in a new pocket resolving the issue.